Event description:
It was reported that the device issued the alarm message "device failure 1" and performed a reboot during patient use. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device issued the alarm message "device failure 1" and performed a reboot during patient use. No health consequences for the patient were reported.

Manufacturer narrative:
The affected device was examined at the local dräger repair center and the log file was made available for further investigation. The log file confirmed that the device issued on the reported device failure alarm message. The alarm was raised in specified reaction on a pneumatic power release initiated by the hardware safety circuit. The review of the log file revealed that a very short tank overpressure signal was triggered. Based on error message in relation to the software design it could be concluded that this error entry had no relation to an actual tank overpressure and is therefore considered a temporary artefact or interference. The root cause of the short signal could not be determined. There is no indication of a permanent hardware failure. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a detected failure of the internal safety system, the breathing system is opened to the ambient allowing the patient to breathe spontaneously. The ventilator reacted as specified on a detected failure of the internal safety system and opened the breathing system to the ambient with accompanying alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.